Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: ¿chapter 3 preparation and inspection¿, ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿ describes the following warning. 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was not flushed with a detergent solution during reprocessing. The customer noted that no protein remover was used and the used a reprocessor with a washing process, but water was not being sent to the washing tube during pre washing. The issue was noted to be corrected. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to clogging of nozzle, water supply volume does not meet the standard value; nozzle has foreign objects; due to clogging of nozzle, water removal ability does not meet the standard value; due to clogging of nozzle, air supply volume does not meet the standard value; paint on air/water cylinder is peeled; switch1 had a scratch; and universal cord has a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope had poor water supply. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.